Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant devices: 0180 comp/bsx implantable tachy lead 2008 (B)(6), (B)(4) mechanical heart valve 1996 (B)(6). (B)(4).

Event description:
It was reported by remote transmission the device alert sounded for low atrial lead impedance. Interrogation showed the impedance value has been chronically low. The lead remains in use. No patient complications were reported as a result of this event.